Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath and reliant balloon were used in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that, when the reliant balloon was being removed from the sentrant sheath during the index procedure, the physician noted that the balloon was caught inside the sheath and burst. After removal, the balloon could not be inflated and was replaced with another manufacturer¿s device. The physician assessed this event to be related to the device. It was also noted that the reliant balloon could be used without issue as it was inflated on the contralateral side. After use on the contralateral side, the reliant balloon was removed from the sentrant sheath and an attempt was made to use it on the ipsilateral side; however, the balloon would not inflate. The balloon was likely damaged as resistance was felt during removal of the reliant balloon from the sentrant sheath after use at contralateral side. Also, resistance was felt during removal of the reliant balloon from the sentrant sheath. Fragments of the balloon did not remain in the patient¿s body. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.